Event description:
It was reported that a stuck guidewire occurred. The physician then retracted the guidewire into the catheter while the catheter was still in the flower configuration with no wire resistance reported. After repositioning the catheter while still in flower configuration, the physician was unable to advance the guidewire out of the catheter or retract it further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".